Event description:
This lead was attempted to be implanted on (B)(6)12. It was not used as they could not get ideal thresholds. The procedure took place at hospital of the university of pa with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).